Event description:
Pt came into the infusion suite to have dose of remicade administered. After the infusion had been running for a short while the pt complained to the nurse that the infusion felt funny. The nurse found the tubing to have deflated in one area and had occluded the tubing. Tubing was removed and new tubing was attached to the drug. MFR ref # 9613251-2013-00232.